Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No pt harm was reported. This is not being considered a device malfunction. There was no report that the monitor fell from a mount, or that there was any malfunction of mounting hardware. Damage sustained in the fall is not considered as a malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.